Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump was evaluated by an animas rep and found to be operating properly. Pump settings and delivery history were reviewed with the pt and confirmed as accurate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.